Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery compartment was found to be cracked. It was also noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings:a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side from the threads to the cover. Corrosion was found in the battery compartment. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The power complaint was duplicated during investigation. The test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to successfully complete 24 hour testing. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).